Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the definitive clinical root cause of the reported breakage could not be determined. Although, a procedural variance could not be ruled out as a likely contributory factor. The non-implantable 4.0mm long ao pilot drill bit is comprised of stainless steel. The 4.0 mm short ao pilot drills are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. Consequently, it is unclear if the broken drill pieces were retained inside of the patient. Therefore, we cannot rule out the potential for micro-motion, and/or migration, local skin irritation and pain. Nor can we make any conclusions on the impact of the retained non implantable foreign body to the patient. No further patient impact is anticipated, since it was reported the patient was not harmed as a consequence of this problem. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tibial osteotomy procedure, when driving the distal role hole, driving the second cortical of the bone, the 4.0mm short ao pilot drill broke. It is unknown if broken pieces fell inside the patient. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal compalint reference (B)(4).